Event description:
Hcp reports questionable battery depletion. The pt experienced withdrawal near time of refill. The pump was explanted and replaced. It was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.